Event description:
It was reported that the customer experienced cracks near the battery compartment and the reservoir chamber as well as on the display screen. The customer stated that she noticed the cracks three months prior. The customer's blood glucose was 202 mg/dl. The customer further stated that there was a crack from each corner of the screen. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot, minor scratches on the display window and a missing end cap sticker.